Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had persistent low flow alarms of unknown etiology. The patient underwent a right heart catheterization which revealed low filling pressures and low flow alarms persisted despite hydration. Log file review revealed low flow events with flow hovering around the 2.4 to 2.5 lpm mark. An echocardiogram was completed, and a computed tomography angiogram (cta) scan was unrevealing. Low flow software was being considered; however, a low flow software update was never performed. It was noted by the hospital that as of (B)(6) 2025 the patient had decreased frequency of alarms, with the cause of the low flow alarms likely secondary to dehydration. On (B)(6) 2025 the system controller was returned due to the patient's low flow alarms resolving after system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of frequent low flow alarms. The heartmate 3 system controller passed each step of functional testing and was able to support operation of a mock circulatory loop without issue. The submitted and downloaded log files collectively contained approximately 4 days of relevant information (13:50 (B)(6) 2025 to 14:26 (B)(6) 2025 and 20:20 (B)(6) 2025 to 10:05 (B)(6) 2025, per timestamps). Evaluation of the log files confirmed intermittent low flow alarms, due to the calculated flow falling below the designed alarm threshold. The pump maintained a speed within the intended range while the driveline was connected. Provided information indicated that the patient had decreased frequency of alarms on (B)(6) 2025, and it was likely secondary to dehydration. The reported event of low flow alarms could not be correlated to an issue with the heartmate 3 system controller. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch and abbott heartmate 3 left ventricular assist system patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook explain how to troubleshoot the system controller, including low flow hazard alarms. Section 6 of the patient handbook explains how to properly take care of and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.